Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, product model number and lot number were not provided either. The investigation could not determine any conclusions regarding the reported issue. If add'l info becomes available, a supplemental report will be filed.

Event description:
It was reported to globus that a pt underwent surgery on (B)(6) 2011. Surgery consisted of: l5-s1 hemilaminectomy and facetectomy on the left; l5-s1 radical diskectomy; l5-s1 transforaminal interbody fusion with caliber cage; l5-s1 pedicle fixation with titanium screws and rods; l5-s1 posterolateral fusion. Revision surgery took place (B)(6) 2012 to remove part of the hardware, as it was reported screws impinged traversely on the l5-s1 nerve root.